Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the permanent cautery hook (pch) instrument was received and failure analysis found the instrument to have a broken distal clevis at the ears of the clevis. The component was broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The missing pieces were not returned. Components adjacent to the broken clevis did not show damage. Additionally, the instrument was found to have damaged conductor wire insulation at the idler pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The cannula was received with the instrument and there was no damage found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument broke at the distal end of the shaft. The customer was able to retrieve two small fragments but reported one plastic piece missing; they were unable to find it. An extended incision was required to obtain the retrieved fragments. The procedure was completed robotically, and the patient was in recovery at the time of this report.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: the procedure was a da vinci-assisted cholecystectomy. During the procedure the permanent cautery hook (pch) instrument had broken causing fragments to fall inside the patient. The instrument was difficult to remove through the cannula due to the damage to the instrument. The instrument and cannula were removed together. The port site incision had to be increased in size in order to remove the instrument. Fragments were retrieved from the patient; however, the customer believes a small black plastic piece may have remained inside the patient. The procedure was completed robotically as planned. The patient was discharged from the hospital the same day.

Event description:
Refer to h11 for follow-up information.